Event description:
Related manufacturer report numbers: 2017865-2022-38102, 2017865-2022-38104. It was reported that oversensing was observed on the right atrial (ra) and right ventricular (rv) channels. The device, ra lead and rv lead were explanted and replaced to resolve the event and the patient was in stable condition. It is unknown, if the device was explanted due to the reported complaint.